Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause was isolated to the dx printed circuit board.

Event description:
A user facility reported to olympus that both sdi ports of the cv-190, evis exera iii video system center were not functioning. There was no patient injury or harm associated with the problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, since both sdi1 and sdi2 output failed, it is highly probable that the sdi output fault occurred because the sdi driver failed due to static electricity or some device other than the sdi driver on the dx board failed.